Manufacturer narrative:
Insulin pump passed the displacement test. The pump uploaded to carelink pro web and generated all nine (9) summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Pump received with serial number label damage or faded.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the serial number label was worn off the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.